Manufacturer narrative:
(B)(4).

Event description:
It was reported that a retained biosensor wire occurred. The customer indicated, ¿first sensor was faulty. Second didn¿t even work but sent me to urgent care to have the piece that stayed in me removed.¿ it is presumed the customer referred to a broken sensor wire. The method of sensor wire removal at urgent care was not specified, so it is not known how the sensor wire was removed by a healthcare provider. No product was provided for investigation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or customer information is available.